Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery was replaced and the filament calibration was performed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a kv on in error message then later displayed a regulator failure error message. No patient injury was reported.